Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224drg ICD, implanted (B)(6)2012. (B)(4).

Event description:
It was reported that the right atrial lead had a threshold of 2.5 volts and the physician wanted a better threshold to preserve device battery longevity. The lead was attempted to be explanted, but there was too much scarring and it was stuck in the tissue, so the lead was capped and replaced. No patient complications have been reported as a result of this event.